Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the clinical data was returned. Review of the clinical data file did show the reported message. Which is typically the result of poor patient coupling. However, the cause cannot be established without evaluation of the device and accessories. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient the device displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.